Event description:
It was reported that a pump declared an altitude alarm, which led to the suspension of the customer's insulin. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the obstruction from the speaker holes, clean them, and reconnect the pump cartridge. After these actions, the pump resumed normal operation without recurring alarms. Technical support also provided tips to prevent future altitude alarms, and the customer acknowledged the assistance.